Event description:
It was reported the patient was implanted and thought she would be in and out in one day, but the healthcare provider (hcp) kept the patient in the hospital for three days because they could not get the patient¿s pain under control and were not ready to release her. It was noted the following monday (2014-(B)(6)) the patient met with the follow up hcp who increased medication in the pump and two days later discussed that the implant site looked ¿puffier.¿ the patient went to the emergency room (ER) and was told the seroma would ¿reabsorb¿ with time.¿ the seroma was ¿buldgy¿ and painful and the patient did not sleep well, but there was not an infection. It was further reported prior to implant the patient had been in so much pain for so long and wanted the implant to be ¿just in and out.¿ the pump was being used to deliver fentanyl. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).